Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with imipenem (4 times a day, dose, route, and duration not reported) for the peritonitis. The recovery status of the patient was not reported. Action taken with dianeal therapy was not reported. No additional information is available.